Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, alarm 45 ac power lost was observed. Under wo (B)(4) it was found that the chiller had failed causing high electricity consumption. Unit was scrapped, as it was too costly to repair. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections made to tab(s) d, f, h. Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6) hospital. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an electrical leakage in an arctic sun device. Per review of wo on 09feb2026, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an electrical leakage in an arctic sun device. Per review of wo on 09feb2026, there was no patient involvement.